Manufacturer narrative:
The incident unit has been requested but to date has not been received for evaluation. If the unit is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump volume delivery is 20%. Issue was found during testing. No patient was involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.